Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the cutter was worn and failed the sample mesh test due to an incomplete mesh; however, the repair was not completed because cutter are not repairable. The device was returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: france. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01243.

Event description:
It was reported that, the handle was stuck. It was able to perform the up/down motion. It was unable to be removed/come off the device. This was noticed at the end when they wanted to disassemble. There was no patient harm/ injury reported. Due diligence is complete, no further information is available. During device evaluation, it was discovered that the cutter failed the cut test.